Event description:
Phone call received by baxter corporate product surveillance from the facility materials manager on (B)(6) 2012 to report the needle injection port disconnected from the IV tubing during pressurized injections. The collapsed septum occurred while using one solution set, 10 in which the needle injection port came undone when a syringe was used to connect the needle. Per the materials manager, the doctor inserted a needle into the most distal (from the spike) injection port and the injection port's septum popped out of the set. This caused the patient to bleed. The doctors were able to stop the bleeding before patient injury occured. Several attempts have been made to contact the customer to obtain further information regarding this reported event, details related to medical intervention and the outcome of the situation, however the facility contact has not returned any calls to baxter. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation could not be performed as samples were not returned for evaluation; therefore, the reported condition could not be confirmed and the root cause could not be determined. Since the lot number is unknown, a batch review could not be performed. Although requested, the facility was unable to provide additional information. If samples or additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.